Event description:
The user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. Additional attempts to the customer have been made with no additional info provided.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.